Manufacturer narrative:
(B)(4). The inserter was returned for evaluation. Visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, rod simulation gage used to verify proper retention; condition properly retained; lmc condition not properly retained. Rod inserter also inspected for 0.5 max gap dimension, and found to be within print specification. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the rod inserter was not holding the rods properly. No patient complications were reported.